Manufacturer narrative:
Additional information: weight and ethnicity: unknown/no information. Device evaluated by MFR: the device is not returning for evaluation as it was indicated as discarded by the customer. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the intraocular lens (iol) rotated post-op and had to be explanted. The iol rotated from 100 degrees to 125 degrees. The doctor ran astigmatism fix, the recommendation was to exchange it. The replacement iol was a different model zcu225 and higher diopter 22.0. The explanted iol was discarded by the customer. No further information was provided.